Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the contact simply cleared the alarms and resumed insulin delivery. Although requested by tandem technical support, the contact declined to perform troubleshooting. Customer's blood glucose (bg) level was over 400 mg/dl. The customer delivered a bolus to address bg.